Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this newly implanted pacemaker and left bundle branch area pacing (lbbap)/right ventricular (rv) lead exhibited non-capture the day after implant. Additionally, crosstalk atrial signals were oversensed on the lbbap/rv channel. Premature ventricular contractions (pvcs) and possible retrograde conduction were noted as well. Rv impedance measurements had dropped from 1000 ohms at implant to 650 ohms, and rv sensing dropped from 12 mv to 5.8 mv. Technical services (ts) discussed possible causes, including lead dislodgement and lead perforation. Chest x-rays were performed the following day, and lead perforation was ruled out. It was determined that the pacemaker had migrated, which caused the lead dislodgement. Upon opening the device pocket, the rv suture sleeve was broken in half. The pacemaker was surgically repositioned, and the lead was explanted and replaced. No additional adverse patient effects were reported. Lead return information was not available.